Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair procedure, the device's balloon did not inflate on the dissection phase of the procedure. They used a new device to complete the case.